Manufacturer narrative:
H4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported during a sleeve gastrectomy procedure, the staples were opened totally and gastric tissue was exposed. Then the surgeon closed this with ethibond 2/0 and needle sh and for safety, he put a second line of suture. There was no adverse patient consequence. No device being returned.